Event description:
It was reported that during a laparoscopic cholecystectomy, a bag burst while removing the gall bladder through the incision. The surgeon had to clean out the incision and retrieve loose stones.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.